Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the vessel. There was no reported device malfunction and the product was not returned. The investigation was unable to determine a conclusive cause for the reported patient effects. The job traveler for the reported lot revealed no nonconforming reports (ncr) indicating all units passed quality assurance (qa) verification. The reported patient effects of occlusion and claudication are listed in the supera instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication the reported patient effects were caused by or related to the design, manufacture or labeling of the device.

Event description:
It was reported that post procedure of a supera stent implant in the non-tortuous, mildly calcified left superficial femoral artery (sfa), the patient presented with claudication and was re-admitted to the hospital. Stent occlusion was confirmed via angiography and an atherectomy and stent implant procedure were performed. The final outcome was reported as widely patent sfa flow. No additional information was provided.